Event description:
It was reported that resistance was met when advancing a coil through the device and the physician withdrew the device. After the device had been removed; it was noted that the shaft was torn approximately 30cm from the proximal end. The physician removed remaining section from the patient and there was no clinical consequence.

Event description:
It was reported that resistance was met when advancing a coil through the device and the physician withdrew the device. After the device had been removed; it was noted that the shaft was torn approximately 30cm from the proximal end. The physician removed remaining section from the patient and there was no clinical consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the catheter was broken 32cm from the proximal end and the coil was protruding from the tip of the catheter. Based on the results of the investigation it is likely that the microcatheter broke as a result of force being exerted during the attempt to advance the coil. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.